Event description:
Information was received from a healthcare professional via manufacturer representative regarding a screw used in screw replacement therapy for scoliosis (pediatric). It was reported that in the reoperation case, the screw head broke when the set screw was inserted again after the set screw was removed. This event was a repeat surgery for the extension of the growing rod. A rod was used in the initial surgery, which took place on (B)(6) 2018. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
G2: country of origin - japan g4 - this product is not marketed in us but a similar device with product number 54410006545 with 510(k)# k091974 and UDI (B)(6) is marketed in us. H3: product analysis - product:54310004525 lot#unknown visual review confirms one side of fixed angle screw head is broken off and not returned for analysis. The unbroken side of the fas head reveals fas head thread flank and crest damage. On the broken side fracture appears to have initiated near the base of the thread root and propagated cross-sectionally through the implant; the direction of material deformation and fracture is consistent with bend stress overload. The above observations are consistent with suggest bend stress overload during intraoperative assembly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.